Event description:
A jag precursor was used for a therapeutic common bile duct procedure. While being inserted through a cannula, the tungsten coating of the guidewire peeled off at the tip. The procedure was completed with another device.